Event description:
Customer reported a malfunction with code malf 12, which occurred without any notable prior events. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's health. Technical support provided information to reset the pump, which the customer successfully performed, resulting in no recurrence of the malfunction. Customer continued using the pump with an understanding to report any future issues.